Manufacturer narrative:
The product has been returned for investigation. A report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low glucose readings issue with the use of the abbott diabetes care (adc) device was reported. The customer reported receiving a glucose reading of 55 mg/dl on the adc device when compared to a blood glucose test result of 170 mg/dl on a competitor brand meter, which when the results are plotted on a parkes error grid, fall into the c zone, showing the difference in values to be clinically significant. The length of sensor wear was 5 day. There was no report of death, serious injury, or mistreatment associated with this event.